Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access was obtained through the radial artery. The 90% stenosed, 14x2.25-2.5mm, de novo target lesion was located in the moderately tortuous and non-calcified proximal obtuse marginal (om) branch. The lesion was predilated with a 1.5x12mm apex balloon and the stenosis was reduced to 70%. A 16x2.25mm taxus liberte atom stent delivery system (sds) was advanced but it was unable to pass through a previously placed unknown stent in the circumflex (cx). The taxus liberte sds was pulled back and the stent dislodged. It was not possible to visualize the stent under fluoroscopy. Several balloon inflations were performed in the target lesion where the stent may have dislodged and per the physician, the dislodged stent was crushed by balloon inflations. To complete the procedure, a 2.5x15 promus stent and a 2.25x15 taxus atom stent were placed in the cx. Also, a 2.25x14mm non-bsc stent was placed in the om. No additional patient complications occurred and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).